Event description:
On (B)(6) 2013, the patient underwent a revision surgery as it was noted that the two screws from l1 had come through the endplate of the vertebral body. At that time, the surgeon decided to remove all hardware from l1-l5. The surgeon reported that the patient had very poor bone quality which was causing the difficulty with the devices. This is 2 of 3 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.